Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that touch screen of the s5 roller pump was unresponsive during set up. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 roller pump was unresponsive during set up. A sorin service representative replaced the touch screen. All functional testing after the replacement found no issues. The touch screen was sent to sorin group USA for evaluation. Based on the information forwarded to sorin group deutschland, it was determined that liquid penetrated into the touch screen causing the failure. No nonconformities were noted during manufacturing record review. A CAPA was initiated to further investigate this type of issue. The issue will be monitored for trends and if identified, corrections will be recommended.